Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "the clear part used to attach the handle to the blade is broken." Alleged defect reported a detected prior to use. No report of patient or user injury. Patient condition reported as "fine".

Manufacturer narrative:
Qn#: (B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the plastic mounting base was cracked/broken. Speculative damage caused by handling/shipping activity. Corrective actions have been recorded in a CAPA.

Event description:
Customer complaint alleges "the clear part used to attach the handle to the blade is broken." Alleged defect reported a detected prior to use. No report of patient or user injury. Patient condition reported as "fine".